Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer had been hospitalized on (B)(6) 2017 due to high blood glucose and diabetic ketoacidosis. The customer¿s blood glucose level at the time of admission was over 926 mg/dl. The customer was still at the hospital. It was noted that they also had a high blood glucose level of 1000 mg/dl. Their current blood glucose level was 190 mg/dl. Troubleshooting was performed and insulin exited without incident. However, it was found that the infusion set¿s cannula was bent. Troubleshooting was performed for the bent cannula. The device will not be returned for analysis.